Manufacturer narrative:
The device was returned for service; however, the received condition of the device was beyond repair. Due to the poor physical condition of the device no further analysis / repair could be performed. Therefore the assignable root cause could not be determined. If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI ¿ (B)(4).

Event description:
It was reported from (B)(6) that the trigger of the compact air drive device was blocked. It was not reported if the event occurred during a surgical procedure. It was not reported if there was a delay to a planned procedure. It was not reported if there was a spare device available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.